Event description:
New information received states an episode of nonsustained right ventricular oversensing was observed due to post paced t-wave oversensing. The patient is asymptomatic. It was discussed no programming changes will be completed. No more instances of oversensing.

Event description:
It was reported post paced t wave oversensing was noted on a remote transmission. The patient did not receive therapy. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
(B)(4).